Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm and a failed battery test alarm shortly after on the insulin pump. Customer stated that the drive support cap was okay. The pump history previously read check battery cap and weak battery alert. Customer stated that she is worried because she is going to start using sensors on (B)(6) 2016. Customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm during our testing noted. The motor passed motor test. No unexpected failed battery test or weak battery alarm noted. No damage was found on the battery cap or the battery tube noted. However, the insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.